Manufacturer narrative:
Initial reporter last name - (B)(6). Initial reporter address: (B)(6). The device was received for evaluation. A visual inspection was performed, and it was noted that minicap was cracked. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned peritoneal dialysis (pd) transfer set, it was observed that the minicap that was connected to the transfer set was cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.